Event description:
It was reported that the customer experienced diabetic ketoacidosis and that the insulin pump alarmed no delivery excessively. The blood glucose reading was 27.6 mmol/l. The caller stated that the insulin pump worked fine when the battery was full, but once the battery indicator went down to 3 bars, the insulin pump would stop delivering insulin. She stated that this was the third time she experienced diabetic ketoacidosis in the past month. She stated that the insulin pump would work fine after a battery replacement. She reported that her blood glucose levels were fine until the battery indicator went down by 1 bar, leading it to trigger a no delivery alarm and stop insulin delivery. She noted that there were 1.9 units of ketones. She changed the infusion set and reservoir, and treated the customer with an insulin pen. She also reported that the bolus history was inaccurate. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.